Manufacturer narrative:
Date received by manufacturing: 08/15/2017.

Manufacturer narrative:
Investigation: nurse found blood leaked from the connection part between catheter and the catheter hub. No blood exposure to mucous membranes. Actual sample was decontaminated and investigated. Visually the returned sample showed reported defect. Rationale: the defected sample had a puncture type defect on the catheter. The survey is as follows: if the piercing occurred in the factory assembly, the needle tip would be exposed. The manufacturing process would detect the defect. Cannot confirm that defect was factory related. The product meets specification. Conclusion: bd was able to duplicate of confirm the customers indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was blood that leaked from the connection, between catheter and catheter hub. There was no blood exposure, report of injury or medical interventions.